Event description:
It was reported an air leak occurred from the hemostasis valve of an agilis introducer during an ablation procedure. After the patient was accessed, a guidewire was inserted into the patient. The dilator/introducer assembly was inserted over the guidewire. The physician flushed the agilis introducer side port and noted air bubbles from the hemostasis valve. The sheath was exchanged and the procedure was completed with no consequences to the patient. Additional information was requested but not available.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.